Manufacturer narrative:
Product complaint # : (B)(4). No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pinnacle litigation received. Litigation alleges left hip and groin pain, and metallosis. It also alleges that revision reported several hundred cc's of metal stained dark fluid was expressed, prior anterior lateral approach to hip was unhealed and filled with metal stained debris, profound metallosis, profound tissue and bone damage due to metal stained tissue. Metal ions were above 7 and mars MRI showed significant soft tissue tumor consistent with alval. Doi: (B)(6) 2008 : dor: unknown (left hip). Doe: (B)(6) 2016.

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.